Manufacturer narrative:
The pt's attorney initially reported a composix kugel mesh, which was filed with the FDA under (B)(4) when davol was originally made aware of the complaint. However, med records were later rec'd that identified add'l meshes. Based on a review of the provided med records, the pt was treated for repair of a hernia with two composix meshes on (B)(6) 2000. During this procedure, the pt was noted to have loops of small bowel adherent to a mesh from a previous repair and the abdominal wall. On (B)(6) 2005, it was noted that the previously placed mesh was dehiscing and that there was bowel stuck to the underside of the mesh. Adhesions are stated as a possible adverse reaction in the product's instructions for use. The composix meshes were removed and a composix kugel mesh was used to complete the repair. Currently, we are unable to determine whether the composix meshes may have contributed to the alleged event. The med records did not indicate a specific device failure during the procedure in which the meshes were explanted. Additionally, no sample has been returned for eval. With the info provided, no conclusion can be drawn. Refer to MDR 1213643-2011-00298 for the second mesh implanted on (B)(6) 2000.

Event description:
Based on a review of med records provided by pt's attorney: (B)(6) 2000 -- pt underwent implant of two 8 x 10 composix meshes sewn together to repair abdominal hernia. Loops of small bowel adherent to previously placed mesh and abdominal wall. On (B)(6) 2005 -- pt underwent open explant of composix meshes during recurrent abdominal hernia repair. Surgeon noted bowel was stuck to the underside of the mesh. Hernia repair completed with composix kugel mesh. On (B)(6) 2010 -- removal of composix kugel mesh, small bowel resection x2, repair of recurrent incisional hernia with xenograft mesh.